Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illnesses. (B)(4) manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american, and caucasian female patient who underwent a breast augmentation revision with two 450cc mentor memorygel silicone breast implants has experienced, unexplained systemic symptoms postoperatively, including severe fatigue, blood test ana, autoimmune disease, and connective tissue. The patient stated that she has not been feeling well for a long time from autoimmune issues since (B)(6) 2019 and seen rheumatologist. Her blood work showed ana. The patient has 4 sets of silicone implants around 96'-98' with a previous claim opened for dow corning gel implants. She wants to get implants out to see if she feels better and do more checkup/testing. As a result, the patient had the implants removed on (B)(6) 2010. She felt better but still has fatigue and connective tissue disease after the explantation (without replacement). No further information was provided regarding this case. Should more information become available, this case will be re-assessed, and notes will be updated. This report relates to the right prosthesis. Note: patient was in the memorygel post approval study ((B)(6)).